Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ep lab for an rv lead extraction due to lead noise. Upon interrogation the thresholds were within normal limits and the rv lead noise could not be reproduced. It was not known what caused the rv lead noise. Upon opening the pocket, the physician noticed the leads were on top of the device instead of the normal placement below. The physician also noticed that the insulation on the rv lead had worn away likely causing the lead noise. The rv lead and atrial lead were explanted and replaced without complication. The atrial lead was functioning normally at time of extraction. The patient's condition before, during, and after the procedure was normal.